Manufacturer narrative:
(B)(4) d10 - associated medical devices: 0 degree face angle 36mm i.d. Cemented revision shell liner; item# 00710505836; lot# 65515563 arcos con sz c std 60mm; item# 11-301303; lot# 65698547 arcos 20x150mm spl tpr dist; item# 11-300820; lot# 313970 bone screw self-tapping 40 mm length 6.5 mm dia; item# 00662406540; lot# 65655248 g2 - foreign: australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately two months and two weeks post implantation, the patient underwent a revision due to hip dislocation. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified the cone body and head still assembled and containing bio debris. Further evaluation could not be performed based on the provided image. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. Radiographs were provided and reviewed by a radiologist. Review of the available records identified the following: on the images submitted, implant fit appears maintained. There is a dislocation on the spot view. Bone quality is osteopenic. The acetabular cup abduction angle measures approximately 52 degrees. There is no loosening or abnormal radiolucency. There is malalignment with dislocation on the spot ap view. The dislocation is confirmed. No implant malposition is noted but the cup anteversion cannot be measured on these images. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.